Event description:
A male pt contacted lifecor customer support to report that his system was alarming and giving him "adjust belt" messages. He claimed to be doing everything correctly concerning the use of lotion on the electrode. Support checked the garment size and found that he had been fitted incorrectly. Support sent the pt two smaller garments. Support contacted pt, later in the day, to report that there was a problem with his recordings. Support had him perform a few manual recordings. The download revealed that the electrode belt was not recognizing a heart rate. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was not confirmed. The electrode belt was found to be functionally normal. This electrode belt was associated with similar complaints. The root cause of the "adjust belt" alarms is most likely due to intermittent grounding of the signals within the trunk cable. The trunk cable was replaced. Baseline eval was performed and the cardiac signal appears normal. The cable was returned to stock. The electrode belt trunk cable was fixed. No adverse event resulted from the electrode belt trunk cable. The pt received a replacement electrode belt.